Manufacturer narrative:
The scr replace friction-fit gold & ti abut int hex (mhlas) was not returned for investigation. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 23 and used for an unknown period of time. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances /CAPA /hhe /d/ie/product holds for the reported product. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (screw loosening) or product (mhlas). Therefore, based on the available information, device malfunction could not be verified and the reported events were non-verifiable. A definitive root cause could not be identified. However, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Lot number not provided. Initial reporter fax number: not provided. Device was discarded.

Event description:
It was reported that a screw (mhlas) loosened in patient's mouth; as a result, doctor report that the internal implant threads were damaged. Threads tap tool has been requested to re thread the implant as implant remains implanted. Tooth location 23.